Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. A visual examination of the complaint unit was carried out. The handshake connection was inspected and was observed to be bent. The complaint advancer was dismantled and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02949. It was reported that the rotational speed was unstable. The target lesion was located in the coronary artery. A rotalink advancer w/tubular drive shaft and 1.50mm rotalink burr were selected to treat the target lesion. During platforming, while trying to set the speed at 160,000 rpm, it was noted that the rpms fluctuated between 160,000 and 200,000 all on its own while the burr was still outside of the guiding catheter. The physician thought that it was disconnected, and that there was an improper connection between the burr and the advancer. The cardiovascular tech double checked the connection, however, everything was fine. The physician then re-platformed it, and experienced the same fluctuation in rpms, and the physician decided to get a new advancer and a new burr before they use it inside of the patient. The procedure was completed with another of the same device. No patient complications reported.

Event description:
Same case as MDR ID: 2134265-2015-02949. It was reported that the rotational speed was unstable. The target lesion was located in the coronary artery. A rotalink advancer w/tubular drive shaft and 1.50mm rotalink burr were selected to treat the target lesion. During platforming, while trying to set the speed at 160,000 rpm, it was noted that the rpms fluctuated between 160,000 and 200,000 all on its own while the burr was still outside of the guiding catheter. The physician thought that it was disconnected, and that there was an improper connection between the burr and the advancer. The cardiovascular tech double checked the connection, however, everything was fine. The physician then re-platformed it, and experienced the same fluctuation in rpms, and the physician decided to get a new advancer and a new burr before they use it inside of the patient. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(4).